Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the primary audible alarm. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of primary audible alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Primary audible alarm was found in event history log (ehl) several times. Functional testing was performed, and problem was replicated during power up process. Replaced back up speaker (low speaker count) to resolve the issue. Device passed all functional tests.